Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged. Subsequently the physician opted to program the device to provide right ventricular (rv) therapy only by programming the lv therapy off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.